Manufacturer narrative:
The drill attachment was returned to the manufacturer, and the complaint was confirmed. Based on the device evaluation, a broken bur was found within the drill attachment. The cause of the bur breakage is unk, however, the investigation is on-going. The device could not be repaired and therefore was not returned to the user facility. A follow up report will be submitted once it becomes known how and if the bur head was removed from the pt, and if the investigation results require.

Event description:
It was reported that during a tsa procedure, the tip of the bur broke off and fell into the pt. It is unk at this time how or if the head of the bur was retrieved. Although there were no adverse consequences to either the pt or operating room staff, there was a 30 minute delay in the procedure.